Event description:
It has been determined that since using the new cadd high volume administration sets with flow stop that pts are experiencing under-infusion of their tpn. Approx 200cc out of a 1700cc bag of tpn was not infusing. The MFR was contacted and stated there has been problems since the release of the new sets with flow stop in november. They are working on the problem, but nothing was sent out from deltec indicating this problem and what to watch for. This would have been very helpful, as reporter was troubleshooting this under-infusion problem for 3 weeks.